Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 757mg/dl. And trace ketones. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter, and sensor issue. Bg was treated with intravenous insulin and unspecified fluids. Reportedly, customer left the ER 17 hours hours later with customer in stable condition (bg 287 mg/dl).